Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval center (lirc).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2016. As per reporter the rods were removed for final fusion. During service a pin fracture was identified.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2016 for final fusion. During a review of investigation findings from lirc it was identified that the rod had failed to distract. No other information in relation to patient has been reported.